Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 28 mg/dl. The customer was treated with a lot different things like candy and juice to get back up. The customer stated that she thinks she didn't give enough coverage for what she ate for the low. The customer stated that she has hypoglycemic unawareness. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 458 mg/dl.